Event description:
It was reported that during the implant of the implantable cardioverter defibrillator (ICD) system there was t wave oversensing observed every third paced beat consistently. The right ventricular (rv) lead was repositioned and the t wave oversensing was eliminated. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).